Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "surgery took longer than expected-fused bladder" and device monitoring procedure not performed "device monitoring". The patient's medical history included parity 5 ((B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008) and multigravida. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary retention ("urinary retention"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary retention, migraine, nausea, abdominal pain and fatigue outcome was unknown and the dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary retention and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events . Updated. Abdominal pain, back pain, cystitis, dysmenorrhea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary retention and vaginal hemorrhage added. Product, patient & reporter information update. Processed with fu 3. On 6-mar-2020: medical record received. Reporter added. Product, patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring". The patient's medical history included parity 5 (on (B)(6) 1999, on (B)(6) 2003, on (B)(6) 2006, on (B)(6) 2008) and multigravida. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary retention ("urinary retention"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), urinary tract adhesions ("surgery took longer than expected-fused bladder") and complication of device removal ("surgery took longer than expected-fused bladder"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary retention, migraine, nausea, abdominal pain, fatigue, urinary tract adhesions and complication of device removal outcome was unknown and the dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary retention, urinary tract adhesions and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc on 1-apr-2020: coding correction: the event term surgery took longer than expected-fused bladder was split to . Surgery took longer than expected and 2. Fused bladder (urinary tract adhesions). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.